Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition. The sheath and carrier tube were returned fully mated and fully rear locked. The suture was fully deployed and had been cut at the distal tip. The tubing was also found to have been kinked. The device was returned fully deployed and had been cut. The tubing was also kinked. The complaint was confirmed for bleeding post-deployment. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received information that a peripheral procedure was performed using a 7 french sheath for access. The procedure was completed successfully. An 8 french angio-seal closure device was deployed to close the access site. Although the angio-seal device was deployed without issue, bleeding was observed at the access site. Manual pressure was applied to achieve hemostasis. The estimated blood loss was less than 250 cc.